Manufacturer narrative:
Physio-control evaluated the device and observed some type of foreign material in the pin sockets of the device therapy connector. The therapy connector was replaced and then proper device operation was observed through functional and performance testing. Info about periodic visual inspection of the device was reviewed with the customer by physio-control.

Event description:
It was reported that the device was intermittently alarming "leads off" when tested. There was no pt use associated with the reported event.